Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, and end tone, indicating a completed seal, was heard, but sealing was not completed. Vessels were sealed through manual suturing. There was no pt injury.